Manufacturer narrative:
Sensor 3mh00gmn6ar has been returned and investigated. The sensor plug is fully seated and no physical damage is observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The returned sensor was attempted to reprogram the returned patch, however an error occurred during reprogramming. This error prevented the returned patch from being reprogrammed. Extended investigation has also been performed. Visual inspection on the returned sensors was performed, no issues were observed. Returned sensor will not read with evm(evaluation module). The returned sensor was de cased and visual inspection on the returned sensors on pcba (printed circuit board assembly). Returned battery was measured and replaced with known good battery. However it was unsuccessful. Therefore, adc is unable to further test the returned product. Section h6 (investigation findings) code c20 (appropriate term/code not available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.